Manufacturer narrative:
The complaint of a break in the tls stylet was confirmed. The product returned for evaluation was a distal segment of a tls stylet. The 1.98" long segment consisted of the magnetic region and the epoxy plug. The stylet was curved near the break site. Microscopic examination revealed that the polyimide tubing was kinked between the magnets in the curved region. The returned segment contained seventeen and a half magnets. Multiple magnets near the break site contained intramagnetic breaks. The polyimide tubing was slightly jagged near the break site. The product IFU warns, "ensure that the stylet tip does not extend beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of pt injury." A lot history review (lhr) of revd1170 showed no other similar product complaint(s) from this lot number.

Event description:
PICC nurse was trying to insert a PICC, she meet resistance and decided to remove the line and make sure both ports still flushed. When she did the tip of the stylet came out of the PICC line.